Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical instrument distal end coating partially separated during use. After removal from the patient the transparent plastic coating fell off the device. The event occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. After inspecting the actual product, it is likely that the fragments sent in did not originate from sonicbeat, but rather from surrounding equipment. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.